Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that for the last two years, the ins had not worked. It was reported that the ins was in overdischarge. The patient's recharger and programmer were stolen about a year prior to the report, and they did not have the money to get the equipment replaced so they were unable to charge the ins. Because they could not charge the ins, they lost therapy; they weren't getting stimulation in their normal pain areas. The rep reported they would be meeting with the patient on (B)(6) 2018 to resolve the overdischarge and to check the device and perform reprogramming. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient¿s ins was not working due to him having his patient programmer as well as recharger stolen and not having it replaced because of financial hardships. The device is in over discharge due to not recharging in over a year or so. The rep was not able to get patient out of over discharge. The patient has had other appointments and met the rep at his pain managing physician¿s office on (B)(6) 2018. The actions intended to resolve issues are to get patient out of over discharge, then check impedances to ensure all is good with the leads, then give patient stimulation in the areas needed. The rep stated they have done 3 prm sessions with the patient and are not able yet to get normal charging. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2018-dec-14. The patient¿s overdischarge has not been able to be resolved at the time. They would discuss with the healthcare professional (hcp) to see what plan of action the hcp thinks is best for the patient. The rep confirmed this information with the patient. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. They reported that ins replacement is planned and the patient will be scheduled. The patient's ins had gone into overdischarge "several" times. It was noted the ins will not be returned for analysis. No further complications were reported or anticipated.